Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had blisters under the front therapy electrode pad. The blisters reportedly burned and itched, and were not bleeding, but had a "water-like" substance coming out of them." The patient reported that he frequently sweats. The patient used lotion and alcohol on the irritation. Follow-up indicated that the condition of the blisters had not changed. The medical outcome of the blisters is unknown.